Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-05140. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all 16 lead contacts. As a result, surgical intervention was undertaken. During the procedure the physician noticed that both leads were fractured but was unable to explant the leads due to scar tissue. The leads were cut and replaced. Effective therapy was restored post operatively.

Event description:
Additional information received identified that the issue was already reported in related manufacturer reference number 1627487-2022-04469.